Event description:
It was reported that this device was explanted due to unknown reasons after one month of being implanted and it was replaced with another device with the same model number. No additional adverse patient effects.

Manufacturer narrative:
The returned device was analyzed. A visual inspection noted that the header is firmly attached to the pg casing. All seal plugs are present. A hole was noted in the rv seal plugs. All setscrews move freely. Device was tested on the bench and no noise was present when lightly manipulated in bipolar. Pg was interrogated with the zoom programmed. Forced lead impedance testing was performed with a 500-ohm loads. The rv measured 546 ohms. The ra measured 547 ohms. No noise was noted on the egm's. The device was put through rpt testing and passed a series of automated tests which verified functionality, sensing and critical therapy availability. Device passed mechanical and electrical tests and is functioning normally.

Manufacturer narrative:
The product has been received for analysis. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this device was explanted due to unknown reasons after one month of being implanted and it was replaced with another device with the same model number. No additional adverse patient effects.